Event description:
It was reported that a patient underwent a strangulated incisional hernia repair procedure on (B)(6) 2011 and mesh was implanted. The patient then had lower abdominal pain for nearly three years. On (B)(6) 2014, the patient underwent a reoperation. The mesh was completely clotted and was grown into the bowel. The mesh was then completely explanted and a different type of mesh was used. Additional information was requested.

Manufacturer narrative:
Conclusion: returned explanted tissue containing mesh and preserved in formalin was examined visually. Evidence of the soft mesh component could be observed, but not the other absorbable components. No attempt was made to dissect the returned explanted mass. The absorbable components of the mesh were not observed, which is expected after implantation for 3 years. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.